Manufacturer narrative:
The preventive maintenance was performed on (B)(6) 2025. The monthly maintenance was up to date. The alarm trace was provided for the day of the event and showed 2 fluid alarms. A general reagent issue can be excluded since calibration and qc data were acceptable. The issue was resolved after replacing the reagent pack with a new lot number. The field service engineer (fse) proactively replaced the probe set and performed a pipetting accuracy check on 23-jul-2025. The investigation did not identify a product problem. Although the root cause could not be determined, it was consistent with either deterioration of the reagent cassette due to handling/storage/transport, or sample handling issues.

Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6). The field service engineer (fse) did the following actions: checked the calibrator and found that the used lot number did not match the lot number defined on the device. Checked the calibration and qc and found that they were within acceptable limits. The external water tank was cleaned. The fse performed the checks, calibration, qc, and samples' testing, and the results were all acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested for ethanol gen.2 (etoh2) assay on a cobas integra 400 plus analyzer. Sample 1: initial result: 10.0 mg/dl. 1st repeat result: 5.4 mg/dl. Sample 2: initial result: 9.0 mg/dl. 1st repeat result: 4.7 mg/dl. On (B)(6) 2025: 2nd repeat result: 3.8 mg/dl. Sample 3: initial result: 10.1 mg/dl. 1st repeat result: 5.3 mg/dl. On (B)(6) 2025: 2nd repeat result: 3.9 mg/dl. Sample 4: initial result: 9.2 mg/dl. 1st repeat result: 5.0 mg/dl. On (B)(6) 2025: sample 5: initial result: 11.7 mg/dl. Repeat result: 1.0 mg/dl. Sample 6: initial result: 13.3 mg/dl. Repeat result: 3.1 mg/dl. The customer questioned the initial results. No questionable results were reported outside the laboratory, and the samples were repeated. The repeat results were deemed to be correct.